Event description:
The patient presented to the ER having received a patient notifier. The patients rhythm was very slow and there was no ventricular capture. Rv thresholds were seen to fluctuate. Non-sustained lead noise episodes had been recorded. X-ray showed no anomalies. During rv and lv lead revision, the atrial set screw could not be tightened in the header. The device was explanted and replaced. No adverse events were reported.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed. The anomaly was found to be caused by silicone, septum material found inside the set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity, which resulted in a stripped hex cavity that caused difficulty with tightening and loosening of the set screw.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.